Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018, in order to have the granuloma removed and a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
This report is submitted on september 04, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was treated with antibiotics (type and date not reported). Clinical management is ongoing.

Manufacturer narrative:
It was reported that the patient was administered steroids on (B)(6) 2017. Clinical management is on going.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are relatively common soft tissue complications., and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. (B)(4).